Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model number, serial number, expiration date, catalog number, lot number, UDI number, and protocol number are unknown. No product information has been provided to date. Lot/serial number not provided.

Event description:
It was reported that, while in use, an issue occurred with the cassette. Patient stated once he tore the blue tab off, it made a popping sound then the hard membrane seemed to be pulling away on one side. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.